Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented with high capture threshold, decreased sensing, and high pacing lead impedance. Further investigation with diagnostic imaging revealed the lead had dislodged. The lead was explanted and replaced when repositioning the lead was unsuccessful. There were no further adverse consequences for the patient.